Event description:
Novasure was in use for an endometrial ablation. After a burn time of 2 minutes at 55 watts, the provider was unable to fully retract the device. The device was pulled successfully from uterine cavity without harm, but the array was only halfway retracted.